Event description:
An attempt was made to countershock a pt with the device. According to the operator, the device charged to an energy level not selected, causing her to discharge the device without signaling clear. A nurse who was in physical contact with the pt reportedly received a shock at this time. The nurse reported feeling no adverse affects as a result.